Manufacturer narrative:
The technician could not log into tablet causing delay in the procedure. The issue is currently under investigation, and corrective measures are being implemented to resolve it and prevent future occurrences. No harm to a patient or user. No additional patient information has been received; if further information has been found, a follow-up MDR will be submitted.

Event description:
The technician could not log into tablet causing delay in the procedure.